Manufacturer narrative:
Quality-safety evaluation of ptc: a tubal spasm is a transient anatomical event where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation. According to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro-inserts. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. Tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported the occurrence of asymmetrical placement of tubal inserts with increase in distance between the two opaque distal markers on medial view of left tubal insert (seen as device dislocation). An attempt to remove essure occurred and placement of a clip was performed. It had not been possible to remove the insert on the left entirely. A part of the left insert was still present (seen as device breakage). Both events are regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). The exact date and mechanism of device dislocation and device breakage are not known. However, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because an attempt of essure removal was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("asymmetrical placement of tubal inserts with increase in distance between the two opaque distal markers on medial view of left tubal insert") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On (B)(6) 2008, the same day after starting essure, the patient experienced fallopian tube spasm ("spasm on left during placement of essure"), complication of device insertion ("complication of device insertion") and procedural pain ("subsequently, I suffered a lot (during essure placement)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2009, the patient experienced device breakage ("part of the left insert was still present"). On an unknown date, the patient experienced complication of device removal ("it had not been possible to remove the insert on the left entirely") and device difficult to use ("it had not been possible to remove the insert on the left entirely"). The patient was treated with surgery (attempt to remove essure and placement of a clip on (B)(6) 2009). At the time of the report, the device dislocation, device breakage, fallopian tube spasm, complication of device insertion, procedural pain, complication of device removal and device difficult to use outcome was unknown. The reporter provided no causality assessment for device dislocation, device breakage, fallopian tube spasm, complication of device insertion, procedural pain, complication of device removal and device difficult to use with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was asymmetrical placement of tubal inserts. (B)(6) 2009 - hysterosalpingogram (cont): with increase in distance between the two opaque distal markers on medial view of left tubal insert, however absence of patency of tubes was preserved bilaterally. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported the occurrence of asymmetrical placement of tubal inserts with increase in distance between the two opaque distal markers on medial view of left tubal insert (seen as device dislocation). An attempt to remove essure occurred and placement of a clip was performed. It had not been possible to remove the insert on the left entirely. A part of the left insert was still present (seen as device breakage). Both events are regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). The exact date and mechanism of device dislocation and device breakage are not known. However, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because an attempt of essure removal was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.